Manufacturer narrative:
(B)(4) section g4, PMA/510(k) number: the rd900azu neopuff infant resuscitator is not sold in the united states of america (USA) but instead a similar product, rd900aeu neopuff infant resuscitator is sold in the USA. Therefore, the 510(k) number for rd900aeu neopuff infant resuscitator has been used under the section g4. Method: the subject rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p requested for further information from the healthcare facility, including the sequence of events, photographs, diagrams of the device set-up etc. However, no photographs and limited information was provided. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that during a self-inspection, the department found that the connecting tube of the rd900 neopuff infant resuscitator was leaking at the spiral. The subject device was immediately reported for repair. There was no patient involvement as the event occurred prior to use on a patient. Conclusion: without the subject device, photographs or further information from the healthcare facility, we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in (B)(6) reported that the connection tube of the rd900 neopuff infant resuscitator was leaking. There was no patient involvement as the issue was found whilst the device was not in use on a patient. F&p has requested for further information regarding the reported event.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that the connection tube of the rd900 neopuff infant resuscitator was leaking. There was no patient involvement as the issue was found whilst the device was not in use on a patient. F&p has requested for further information regarding the reported event.